Event description:
It was reported that the ilet pump¿s housing split in half, and a replacement pump was arranged after verifying the serial number and shipping details. Symptoms included no reported adverse clinical effects. Outcomes included no impact on health and continued cgm use with a dexcom g7. Investigation included customer interview and logistical review for replacement and return, with user guidance provided on data sync, shutdown, and startup of the replacement device. Investigation of this case revealed physical damage to the pump enclosure with no associated device alerts. It was concluded that the event involved a mechanical failure of the pump housing, with no clinical harm reported and replacement provided.